Event description:
It was reported that customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer disconnected pump and relied on multiple daily injections to manage insulin.